Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent "y" icon.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned transmitter did not confirm the intermittent out of range. A receiver (sn (B)(4) / mfg date: 01/24/2013) was returned and evaluation is anticipated but not yet begun.